Manufacturer narrative:
Returned device was received in good physical condition with scratched lcd screen. During the evaluation of the device the reported issue could not be confirmed. No fault was found with the returned device. Recalibrated upstream sensor and replaced downstream sensor as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical pump alarmed "no disposable, clamp tubing". Patient not affected.